Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and 6 shocks delivered for an atrial driven tachycardia which exhausted therapy. Technical services (ts) was consulted, and upon review it was also noted that there was an induced ventricular fibrillation (vf) from the delivered shocks. Ts recommended programming enhancements. No additional adverse patient effects were reported. This device remains in service.